Event description:
It was reported "fiber broke during the surgery". Add'l info is unk. No report of patient injury.

Manufacturer narrative:
The device code (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.